Manufacturer narrative:
This report is being filed to provide additional information in h6 and h10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Corrective action: an internal CAPA has been opened to evaluate white blood cell (wbc) contamination in relation to a recent increase in the number of reported wbc contaminations. Root cause:alerts that are known to contribute to wbc contamination were not generated in this run data file. As the trima system cannot count the cells entering the platelet product bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, the signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Although the trima system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima system. The provided measured platelet product yield was reported to be 18% higher than the targeted platelet yield. When greater than 100% of the targeted platelet yield is achieved, a higher platelet concentration than configured is also achieved. The target platelet concentration for this site is 3250plts/l before platelet additive solution (pas) addition, and 1300plts/¿l after pas addition. The provided measured product concentration was reported to be 1627.7plts/l (25% higher than targeted). Therefore, a concentration above 4000plts/ ¿l was likely achieved prior to pas addition. If the platelet concentration is configured greater than 4200plts/l, the trima will automatically flag for the ¿platelet concentration too high¿ wbc verification reason due to higher chances of exceeding the lrs chamber holding capacity. Thus, when the platelet concentration approaches 4200plts/l before pas addition, wbc contamination risks are increased. A definitive root cause for the higher than anticipated platelet yield could not be determined. Possible causes include but are not limited to: entry of incorrect donor characteristics including pre platelet count, hematocrit, height and weight. Incorrectly configured machine variables (i.e. Target yield not accurate, inaccurate yield scaling factor). ¿ sampling aliquot contains platelet aggregates which could lead to a higher platelet count once the aggregates are dispersed. ¿ improper resting and mixing of platelet product prior to sampling. ¿ improper sampling technique and dilution. Inaccurate yield scaling factor. ¿ use of a scale or cell counter that is not calibrated. ¿ use of improper tare weight and/or specific gravity to calculate product volume. ¿ variability of supplied parts or misassembly in the set.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Alerts that are known to contribute to wbc contamination were not generated in this run data file. As the trima system cannot count the cells entering the platelet product bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, the signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Although the trima system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima system. The provided measured platelet product yield was reported to be 18% higher than the targeted platelet yield. When greater than 100% of the targeted platelet yield is achieved, a higher platelet concentration than configured is also achieved. The target platelet concentration for this site is 3250plts/l before platelet additive solution (pas) addition, and 1300plts/l after pas addition. The provided measured product concentration was reported to be 1627.7plts/l (25% higher than targeted). Therefore, a concentration above 4000plts/l was likely achieved prior to pas addition. If the platelet concentration is configured greater than 4200plts/l, the trima will automatically flag for the ¿platelet concentration too high¿ wbc verification reason due to higher chances of exceeding the lrs chamber holding capacity. Thus, when the platelet concentration approaches 4200plts/l before pas addition, wbc contamination risks are increased. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.